Event description:
It was reported that this patient with idiopathic ventricular fibrillation (vf) received two appropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) system that were not able to terminate the rhythm. Technical services was contacted and noted an option to minimize time to therapy for this patient could include reset of smart charge as well as programming the conditional zone slightly lower. However, this should be an hcp decision based on the clinical status of the patient and activity level. Additionally, checking the x-ray annotations made, technical services confirmed a different system placement could allow additional heart mass coverage. No adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates a revision procedure was performed, and the patient's electrode was repositioned. However, defibrillation threshold (dft) testing was not successful. The physician decided to explant the entire s-ICD system and replace it with a transvenous system. No additional adverse patient effects were reported. Product return is not indicated at this time.

Manufacturer narrative:
This electrode has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this patient with idiopathic ventricular fibrillation (vf) received two appropriate shocks from their subcutaneous implantable cardioverter defibrillator (s-ICD) system that were not able to terminate the rhythm. Technical services was contacted and noted an option to minimize time to therapy for this patient could include reset of smart charge as well as programming the conditional zone slightly lower. However, this should be an hcp decision based on the clinical status of the patient and activity level. Additionally, checking the x-ray annotations made, technical services confirmed a different system placement could allow additional heart mass coverage. No adverse patient effects were reported. This s-ICD system remains in service. Additional information received indicates a revision procedure was performed, and the patient's electrode was repositioned. However, defibrillation threshold (dft) testing was not successful. The physician decided to explant the entire s-ICD system and replace it with a transvenous system. No additional adverse patient effects were reported. Product return is not indicated at this time.